Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after administering tpn high calorie infusion, the needle was removed in the usual manner. The patient did not bring a needle disposal container and placed the needle in a glove had taken off. When the glove was lifted, the needle, which was supposed to be stored, was found and stuck into the nurse who lifted it. Looking at the product appearance, there is blood near vicinity of the silver disk of the safety device, which could have interfered with the safety function, or the safety device was broken from the beginning. No other information was provided.

Event description:
It was reported that after administering tpn high calorie infusion, the needle was removed in the usual manner. The patient did not bring a needle disposal container and placed the needle in a glove had taken off. When the glove was lifted, the needle, which was supposed to be stored, was found and stuck into the nurse who lifted it. Looking at the product appearance, there is blood near vicinity of the silver disk of the safety device, which could have interfered with the safety function, or the safety device was broken from the beginning. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult safety activation is inconclusive because the sample was returned with an activated safety mechanism. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. The safety mechanism was engaged over the needle tip upon the return of the device. The needle was observed to have a very slight bend towards the proximal end of the needle shaft. A functional test of attempting to deactivate then reactivate the safety mechanism revealed the safety mechanism was activated with no observed difficulties or resistance. Because the safety could be reactivated with no observed resistance but the exact conditions at the time of the stated failure are unknown, the complaint of difficulty activating the safety mechanism is inconclusive. This complaint will be recorded for future trending and monitoring purposes.